Event description:
Customer reported the system is displaying a system error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended.